Event description:
Additional information received reported that the x-ray was taken on (B)(6) 2012 and showed that the lead had migrated to t11. Palpation caused uncomfortable stimulation. It was noted that following the replacement, the patient was reprogrammed on (B)(6) 2012.

Event description:
Additional information received reported that the patient's device "stopped working two weeks after implant". It was stated that the leads became loose and the patient was getting a shocking sensation and the stimulation was in the wrong place. Two weeks after implant the doctor "fixed" the lead. It was uncertain if "fixed" meant reprogrammed or if there was a revision surgery. It was stated that a month after the leads were fixed, they stopped working again because they became loose. It was reported that the patient wanted the whole system removed, but her doctor would not remove it. The patient has had the device off for one year and is still searching for a doctor to remove her stimulation system. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012 ; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na; anchor model 3550-39, lot # n310202, implanted: (B)(6) 2011, explanted: (B)(6) 2012; anchor model 3550-39, lot # n310571, implanted: (B)(6) 2012, explanted: na; antenna model 37092, lot # 298480001; programmer model 37743, serial # (B)(4). Analysis of the titan anchor model 3550-39, lot n310202 found the titan anchor had separated. There were no suture impressions on the outside of the silicone sleeve.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 298480001, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory product ID, 355531 lot# n311959, implanted: 2011 (B)(6), product type screening device product ID, 3550-39 lot# n310202, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory product ID, 3550-39 lot# n310571, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
.

Event description:
It was reported that the patient was underwent a surgical lead revision. One lead had migrated, and the migration was confirmed via x-ray. It was reported that the lead had migrated due to the titan anchor "coming apart." The patient had been receiving stimulation prior to the revision, but it was not in the painful areas like it had originally been. It was noted that the doctor noticed the lead in two pieces when he was opening the patient's back to move the lead. There was no patient injury, and the patient recovered without sequela. The patient outcome was reported as "good."